Manufacturer narrative:
H2: section e was updated h3: a representative went to the site to and was not able to duplicate the issues. They verified that low voltage from the ps1 was stable. Both 5 and 15 volts were within tolerance. They checked the umbilical cable and the cable was good. There was no issue in the logs and there was no noted generator error. They performed system checkout and the system is operational. There were no parts replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system would not boot up upon initial power up. It was stuck in system connecting mode. The site rebooted the system and it functioned as intended and they finished the procedure. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. It was later reported that when the site was ending the surgery with this same patient with the conformation spin, the same issue happened.